Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 02 may 2005 and has exceeded its expected service life of 5 years. The platform is almost 13 years old and has not seen regular preventive maintenance. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). As part of routine service during testing, the platform was examined and found physical damages. The observed physical damage is attributed to the normal wear and tear due to the age of the device, it is unrelated to the system error message. Upon replacement of the processor board and the damaged components, the platform was further tested and passed the testing. The platform operated with continuous compression without any issues or further error messages observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
As reported during shift check, the autopulse platform ((B)(4)) was displaying error message "system error, out of service, revert to manual CPR" when powered on. No patient involvement was reported.